Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and white residue in the air/water channel. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the image noise, scope communication error (e216) is cause traced to a component failure and for white residue in the air/water channel is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced a scope communication error (error code e216) when it was connected to the tower during inspection for use. There were no reports of patient harm.